Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified injuries. No additional information has been provided.

Manufacturer narrative:
Additional patient codes: (B)(4) - urethral hypermobility additional narrative: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2003 and tvt was implanted. It was reported that patient underwent mesh excision on (B)(6) 2016 by dr. (B)(6) due to pelvic pain, dyspareunia, stress urinary incontinence, and urethral hypermobility at (B)(6) medical center. No additional information was provided.

Manufacturer narrative:
It was reported that following the procedure patient experienced adhesions, and infections.